Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed that the controller¿s power port 1 connector was loose. An internal inspection did not reveal evidence of fluid ingress. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The controller log files revealed that the real time clock was reset to zero (year 2000). However, the controller was able to retain the date and the time when the internal battery was adequately charged. The most likely root cause of the reset internal clock can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock battery to deplete. This finding is not related to the reported event. Log file analysis revealed 1 controller power-up and associated pump start event logged on (B)(6) 2017 at 18:48:52. The data point prior to the controller power up event, at 18:40:24, revealed that a battery was connected to power port 1 with 96% relative state of charge (rsoc) and a battery was connected to power port 2 with 57% rsoc. The data point after the controller power up event, at 19:03:50, revealed that a battery was connected to power port 1 and a battery was connected to power port 2. The controller was without power for approximately 8 minutes 28 seconds. An electrical fault alarm was logged on (B)(6) 2017 at 09:49:34 due to an open phase on the front stator. A vad disconnect alarm was logged at 09:51:22 likely due to physical disconnection of the driveline from the controller. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. A possible root cause for the electrical fault alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the controller had a failure and sounded the no power alarm (blank lcd screen) while batteries were still connected to the controller.  The controller, (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the controller log files covering the reported event are not available for analysis. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two MFR reports (3007042319-2017-02254 and 3007042319-2017-02279) submitted for the same patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety as their controller sounded a high priority alarm.  The controller displayed a message of "electrical fault" and then the display screen went blank which sounded a no power alarm.  The connections were checked and the batteries were changed, but the high priority alarm persisted.  A controller exchange was performed.  No further patient complications have been reported as a result of this event.